Event description:
It was reported that pump experienced loose charging port that required specific positioning to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot, and case was closed with no additional corrective actions documented.